Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a motor error.. There was unknown patient involvement, no patient injury was reported.

Manufacturer narrative:
D9: device was received on 4/4/2025. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer reported issue was able to be confirmed through the device parameter download. The cause of the reported issue was the motor rotation count being over 12 million. The motor was replaced to fix the issue.